Manufacturer narrative:
The investigation was started and is not yet concluded. The investigation results will be reported in the follow up report.

Event description:
It was reported that:the patient was transported with oxylog ventilation from the ICU to the theatre. Near the theatre the oxylog 3000 generated acoustical alarm and the failure message "flow measurement disturbed" was displayed. The ventilation stopped. The patient condition got worse and finally reanimation was required.

Manufacturer narrative:
According to the provided logfiles two relevant error codes were stored. "Flow control: divergence" is logged in case of a divergence between internal and external pressure-measurement. It can be assumed that this was caused for example by a kinked measurement hose. In this case the alarm message "flow measurement inop" is generated, as observed by the user during the reported event. Ventilation is not affected by this. Additionally the error code "00-0139 software: modul line" was logged. The device was tested at dräger. The device was tested running on battery. The charging status was displayed adequately, the appropriate alarms informed about the ongoing depletion of the batteries. Parallel to this the error code 00-0139 software: modul line was stored in the logfiles. During the long-term running test on mains no deviations were found. It was concluded that the battery was not fully charged on the reported event due a faulty battery. The charging status of the battery is displayed on the screen of the device. Audible alarms are generated before the device stops ventilation to inform the user. The proper alarming was confirmed during tests at the manufacturer site. Problems with charging the battery were earlier logged in the logfiles. A led shows the user the correct charging at the charging station.

Event description:
Please see initial report.